Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose level of 298 mg/dl. At the time of the report with tandem technical support the customer was still in the ER. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.